Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system may be experiencing on the right atrial (ra) lead sensing issues, as a loss of atrial sensing was noted when compared to a previously documented pacemaker mediated tachycardia (pmt) episode. Additionally, a notable increase in ra lead impedance was observed, rising from the 500-ohm range to approximately 750 ohms. The right ventricular (rv) lead impedance also increased significantly, from 400 ohms to 1417 ohms. The leads are scheduled for further evaluation in clinic. Patient impact is currently unknown. This system remains in service. Additional information was received indicating that the patient device delivered multiple inappropriate therapies due to oversensing, including 10 episodes of antitachycardia pacing (atp) and 17 shocks, with no successful rhythm conversion. Transmission data and clinical review raised concern for right ventricular (rv) lead dislodgement or retraction. A chest x ray showed a possible rv lead fracture, and further investigation revealed that the patient had likely manipulated the device twiddling, resulting in the ra lead being partially wrapped around the generator and the rv lead appearing taut. The device exhibited high rv lead impedance and threshold values, and a lead revision was scheduled. Shock therapy was disabled, and the local representative responded to the emergency department for in-person support. No additional adverse patient effects were reported at the time of review. Additional information was received that this right ventricular (rv) lead was explanted.

Manufacturer narrative:
Correction to section b, adverse event/product problem, field b5 describe event or problem. Correction to section h, device manufacturers only, field h6 device codes. This report is being filed due to an update with the evaluation method, results and conclusion codes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, and electrode tip found no anomalies, however, a visual inspection of the lead body revealed a slight twist at the proximal end. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the reported observations. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system may be experiencing on the right atrial (ra) lead sensing issues, as a loss of atrial sensing was noted when compared to a previously documented pacemaker mediated tachycardia (pmt) episode. Additionally, a notable increase in ra lead impedance was observed, rising from the 500-ohm range to approximately 750 ohms. The right ventricular (rv) lead impedance also increased significantly, from 400 ohms to 1417 ohms. The leads are scheduled for further evaluation in clinic. Patient impact is currently unknown. This system remains in service. Additional information was received indicating that the patient device delivered multiple therapies, including 10 episodes of antitachycardia pacing (atp) and 17 shocks, with no successful rhythm conversion. Transmission data and clinical review raised concern for right ventricular (rv) lead dislodgement or retraction. A chest x ray showed a possible lead fracture, and further investigation revealed that the patient had likely manipulated the device twiddling, resulting in the ra lead being partially wrapped around the generator and the rv lead appearing taut. The device exhibited high rv lead impedance and threshold values, and a lead revision was scheduled. Shock therapy was disabled, and the local representative responded to the emergency department for in-person support. No additional adverse patient effects were reported at the time of review. Additional information was received that this right ventricular (rv) lead was explanted.

Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system may be experiencing on the right atrial (ra) lead sensing issues, as a loss of atrial sensing was noted when compared to a previously documented pacemaker mediated tachycardia (pmt) episode. Additionally, a notable increase in ra lead impedance was observed, rising from the 500-ohm range to approximately 750 ohms. The right ventricular (rv) lead impedance also increased significantly, from 400 ohms to 1417 ohms. The leads are scheduled for further evaluation in clinic. Patient impact is currently unknown. This system remains in service. Additional information was received indicating that the patient device delivered multiple therapies, including 10 episodes of antitachycardia pacing (atp) and 17 shocks, with no successful rhythm conversion. Transmission data and clinical review raised concern for right ventricular (rv) lead dislodgement or retraction. A chest x ray showed a possible lead fracture, and further investigation revealed that the patient had likely manipulated the device twiddling, resulting in the ra lead being partially wrapped around the generator and the rv lead appearing taut. The device exhibited high rv lead impedance and threshold values, and a lead revision was scheduled. Shock therapy was disabled, and the local representative responded to the emergency department for in person support. No additional adverse patient effects were reported at the time of review.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system may be experiencing on the right atrial (ra) lead sensing issues, as a loss of atrial sensing was noted when compared to a previously documented pacemaker mediated tachycardia (pmt) episode. Additionally, a notable increase in ra lead impedance was observed, rising from the 500-ohm range to approximately 750 ohms. The right ventricular (rv) lead impedance also increased significantly, from 400 ohms to 1417 ohms. The leads are scheduled for further evaluation in clinic. Patient impact is currently unknown. This system remains in service. Additional information was received indicating that the patient device delivered multiple inappropriate therapies due to oversensing, including 10 episodes of antitachycardia pacing (atp) and 17 shocks, with no successful rhythm conversion. Transmission data and clinical review raised concern for right ventricular (rv) lead dislodgement or retraction. A chest x ray showed a possible rv lead fracture, and further investigation revealed that the patient had likely manipulated the device twiddling, resulting in the ra lead being partially wrapped around the generator and the rv lead appearing taut. The device exhibited high rv lead impedance and threshold values, and a lead revision was scheduled. Shock therapy was disabled, and the local representative responded to the emergency department for in-person support. No additional adverse patient effects were reported at the time of review. Additional information was received that this right ventricular (rv) lead was explanted.

Manufacturer narrative:
Correction to section b, adverse event/product problem, field b5 describe event or problem. Correction to section h, device manufacturers only, field h6 device codes. This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system may be experiencing on the right atrial (ra) lead sensing issues, as a loss of atrial sensing was noted when compared to a previously documented pacemaker mediated tachycardia (pmt) episode. Additionally, a notable increase in ra lead impedance was observed, rising from the 500-ohm range to approximately 750 ohms. The right ventricular (rv) lead impedance also increased significantly, from 400 ohms to 1417 ohms. The leads are scheduled for further evaluation in clinic. Patient impact is currently unknown. This system remains in service. Additional information was received indicating that the patient device delivered multiple therapies, including 10 episodes of antitachycardia pacing (atp) and 17 shocks, with no successful rhythm conversion. Transmission data and clinical review raised concern for right ventricular (rv) lead dislodgement or retraction. A chest x ray showed a possible lead fracture, and further investigation revealed that the patient had likely manipulated the device twiddling, resulting in the ra lead being partially wrapped around the generator and the rv lead appearing taut. The device exhibited high rv lead impedance and threshold values, and a lead revision was scheduled. Shock therapy was disabled, and the local representative responded to the emergency department for in-person support. No additional adverse patient effects were reported at the time of review. Additional information was received that this right ventricular (rv) lead was explanted.